Manufacturer narrative:
A blotchy red rash accompanied by occasional soreness to the skin is deemed a serious injury, because a breach of skin integrity can cause a range of consequences, some of which can be life-threatening especially to the elder patient. According to end-user, the area is cleansed with level 2000 soap and warm water. She then applies the allkare adhesive remover; allkare protective barrier wipes; a cortisone cream then the wafer. The cortisone cream was prescribed approximately 7 to 8 years ago, when she experienced the same problem from the use of a hollister product. She also reports cutting the wafer at 32 mm when the actual stoma size is 28 mm. End-user was also instructed on care and crusting techniques through the use of stomahesive powder allkare protective barrier wipes, and the rational of cutting the wafer to the correct size to fit stoma. (B)(4). Note: actual date of event is unknown, so the date used was the date convatec became aware. No additional patient details have been provided to date. A return sample for evaluation is not expected.

Event description:
End-user reports a blotchy red rash accompanied by occasional soreness, to the peristomal skin located at the right lower quadrant under the eakin cohesive seal. End-user did not provide actual size of rash.